Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2017, crts (B)(4): information omitted pertaining to related event pe (B)(4): emi to phone. Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient had a "lead come off" in the past which made the patient fall out of bed. The issue was reported to have occurred maybe 4 years prior to the call. There were no further complication reported or anticipated.